Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: "it is reported customer is experiencing poor barrier separation. Additional information received 3/5/2020: a technologist. Said they switched from a competitor to bd's pst tube and are finding red cells on top of the gel barrier, he said blood is collected by nursing staff."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: "it is reported customer is experiencing poor barrier separation. Additional information received 3/5/2020: a technologist. Said they switched from a competitor to bd's pst tube and are finding red cells on top of the gel barrier, he said blood is collected by nursing staff."